Event description:
Hcp noticed an increase in positive urine cultures. The lab analyzed the containers by placing them into an incubator with trypitic soybroth & incubating them for 2 weeks. Over 20% of the containers were not sterile, even though they claimed to be. The facility asked the distributor for a certificate of sterilization & to validate the level of sterilization of the device. The facility also called the MFR & requested the same info. To date, this info has not been received.